Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4-5 functional tricuspid regurgitation (tr), restricted septal leaflet, thin leaflet and enlarged atrium for a triclip procedure. During the procedure, triclip was implanted. The final tr was grade 1+. There were no adverse patient effects or clinically significant delays reported. On (B)(6) 2026, it was determined that there was a single leaflet device attachment (slda) and the clip was no longer attached to the septal leaflet. Tr was severe after slda.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.